Manufacturer narrative:
A specific root cause could not be identified. Most likely, the issue was due to the settings for the calibrator not being saved. The field service representative found no problems with the instrument.

Event description:
The customer received a questionable creatinine result for one patient sample. The initial creatinine result was 0.1 mg/dl and was reported outside the laboratory. The customer reset the calibrator values and retested the sample. The repeat result was 1.0 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The customer was changing the settings for the calibrator at the time of the event and experienced three power outages. She stated one setting may have not been saved. The creatinine reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.